Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with use of the adc device. Customer reported taking a reading from the adc sensor before going to bed and their glucose was reportedly within the customers typical range. During the night, the customer experienced hypoglycemia and as a result lost consciousness. Emergency services were called and upon their arrival, customer was treated with a glucose IV. No further treatment was provided. This issue occurred four days in a row; this report is related to day one of four.